Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's right atrial lead exhibited under-sensing resulting in inappropriate pacing. Further information was requested however, was not provided.